Event description:
During a laparoscopic total hysterectomy procedure, the device started making a high pitched noise and the generator issued a handpiece error. There was no reported pt consequence.

Manufacturer narrative:
Analysis results confirmed that the device was returned with the distal tip of the blade broken off. The remaining portion of the blade had scratches. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch record was reviewed and no anomalies were noted during the mfg process. Complaint information is trended on a regular basis to determine if further investigation is warranted.